Manufacturer narrative:
Product ID: 3889-28, lot# v514033, implanted: (B)(6) 2010, product type: lead. Product ID: 3037. Serial# (B)(4), product type: programmer. (B)(4).

Event description:
The healthcare professional (hcp) of a clinical study reported that the patient's device turned off when walking through metal detectors at stores. The device was turned back on. The outcome was ongoing. Relevant medical history includes interstim - other.